Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and a return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable, motor fault, low peak inspiratory pressure, transducer fault, and low minute ventilation alarms. The customer performed troubleshooting, but the issue did not resolve. The customer reported the turbine differential transducer failed calibration testing. The customer reported there is no patient involvement associated with the event.